Event description:
It was reported that during a radical right nephrectomy procedure, on the third firing while stapling over the renal vein. The device was fired, held for compression for about five seconds then the staple line blew. They converted to open, the surgeon got control of it with his hand and applied a vascular clamp. The patient lost 3000cc of blood; had to be transfused and sent to intensive care unit. The patient is currently doing well. (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested, no response has been received to date. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.